Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The same day as peritonitis diagnosis, the patient was treated with unspecified antibiotics for the event. On an unknown date, the patient recovered from the peritonitis and the antibiotics were discontinued. Pd therapy was ongoing. No additional information was available.